Event description:
It was reported that an alert for maximum output was received via merlin.net. Patient was brought into the hospital, perforation was observed under fluoroscopy. The lead tip perforated through the pericardium and into the lung. The lead was explanted and replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.